Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leaked on a large volume infusor. The set was filled with 6000mg cefazolin in 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from september 5, 2019 - september 6, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed fluid inside a bag that contained the infusor device indicating a leak had occurred. The reported condition was verified. The cause of the condition could not be determined, however, it was noted that the most probable cause was a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was received for evaluation (previous evaluation was on a photograph only). A visual inspection was performed which observed fluid inside a bag that contained the sample indicating a leak had occurred. Further inspection revealed a leak due to a broken tubing at the solvent-bonded junction of the luer. A portion of the broken tubing remained inside the solvent-bonded area of the luer. The reported condition was verified. The cause of the broken tubing could not be determined, however, he most probable cause of the condition was a manufacturing related issue. Should additional relevant information become available, a supplemental report will be submitted.